Event description:
Additional information received noting a yag laser procedure was used to remove the gel stent occlusion. Ultimately the patient recovered from this event and the blood pressure lowered.

Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of high intraocular pressure, gel stent blockage, high blood pressure rise, and absence of bleb are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that during the "implant of xen45 performed according to the procedure, at the end of surgery, we observed no formation of bleb and xen (even after check with dye) did not appear to be filtering. On the following day, the patient had a tone of 50 not responding to massage. "We assumed the device has a defect". It was also noted that a complication with the stent injection was a "high blood pressure rise". Right eye.